Event description:
It was reported by the customer that when you connect IV infusion cord, water and blood comes out from a tiny hole. No information was received regarding any serious injury as a result of the product issue.